Event description:
On (B)(6) 2022, patient was prepped to be implanted with the nalu spinal cord stimulator trial system. Sedation was administered and the physician attempted to place the implantable leads, however the patient's anatomy prevented the accurate placement of the leads with the planned method. The procedure was aborted.

Manufacturer narrative:
No reports were received regarding failure or malfunction of the nalu system or any of its components. Physician has indicated no further attempts at implant will be made due to the patient anatomy making the placement of the system difficult.